Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged load fill tubing issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence, and that it took longer than usual to see drops of insulin. Customer's blood glucose level ranged from 200 mg/dl to 253 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.